Event description:
While setting up with this machine on a new cartridge and filter, it was noted that the machine was not priming for 15 minutes. That machine was pulled again and placed another machine. A 3rd machine completed the priming and passed the total chlorine test and conductivity tests and was then connected to the patient. Due to machine issues, we were not able to follow prescribed treatment time. Nephrologist was informed. Patient's daughter was also informed.